Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had multiple power error alarm. The customer¿s blood glucose was unknown. Troubleshooting was done and the customer was unable to clear the alarm. The insulin pump screen turned off. The insulin pump will not be returned for analysis.